Event description:
Subsequent to the initially filed report, the following information was received: the prostyle devices were intended to close a large-bore artery >8f. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. There was an observed needle to cuff miss which was likely what was reported as suture separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, a suture break occurred when the plunger of the second prostyle devices was removed in step 3. The suture of a third prostyle device was successfully pre-placed. The sheath remained the same and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.